Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during trocar insertion on a laparoscopic sleeve gastrectomy, the seal of the device disengaged and was damaged. The cannula also detached from the top portion of the port. The top did not ¿seat¿ properly. Another trocar was then used. It was also stated that the staff did not realize that the plastic piece had fallen off into the patient¿s cavity until they were irrigating at the end of the procedure. The plastic piece was retrieved. There was no patient injury.